Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to load a 13.2mm vicmo13.2 implantable collamer lens, -17.00 diopter and the lens tore while the surgeon was pulling the lens via loading forceps inside the cartridge. There was no patient contact. Another same model lens was loaded and implanted. The patient is fine and the exchange resolved the problem.